Event description:
It was reported that at an unknown time there was a need for an unknown repair. There is no harm or delay reported. Due diligence is complete. Upon investigation, there was a damaged comb on the device noted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - canada. Review of the most recent repair record determined various components were worn and damaged. The bottom roll, comb, comb spring, ratchet gear, washer, bolts, screws, ball detent, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends